Manufacturer narrative:
The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: per manufacturing records review report, no related deviation, ncmr, nc or CAPA was initiated during the manufacturing process of the reported lot #. All devices meet material, assembly, and performance specifications at the time of product release. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the customer that they experienced suction loss with the patient interface during the laser firing. Procedure was completed successfully. There was no patient injury or surgical intervention needed. This report is 3 of 3.

Manufacturer narrative:
Device evaluation: product evaluation was not performed because the product has not been received. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing record review: per manufacturing records review report, no related deviation, ncmr, nc or CAPA was initiated during the manufacturing process of the reported lot#. All devices meet material, assembly, and performance specifications at the time of product release. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.